Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered pain, instability of the joint, metallosis, bursitis, lack of mobility and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. **update** (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side) **update** (B)(6) 2013 - ppd received. Dor has been updated. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2013. **update** - medical records received (B)(6) 2013. Revision operative report indicates the following: alval; metallosis; trunnionosis; severe soft tissue involvement; very large pseudotumor with its own capsule; huge amount of metallic stained fluid. Adapter sleeve and stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.